Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The software was the likely cause of failure which is no longer manufactured. System replacement has been recommended. Block a: no report of patient involvement. Block h4: date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing. Block d4: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.